Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump is squirting out insulin during the manual priming process even after the act button is let go. The customer also complained of an air bubble in the reservoir. The customer¿s blood glucose level was 385 mg/dl at the time of the incident. Troubleshooting did not resolve the issue. Customer declined troubleshooting for the high blood glucose. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.